Manufacturer narrative:
The investigation of the returned coil system found the pusher strain relief damaged with no implant attached, which is consistent with the condition observed in the customer provided image. The implant was returned separated from the pusher with the overcoil stretched at the proximal end. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the strain relief and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: this is an evar endoleak embolization. The physician tried to adjust the angle of the catheter together with coil, he found that the coil could not be pushed out nor drawn back. Finally, the coil was detached in the catheter and the whole catheter together with the coil was drawn back and a new coil was used. No impact/injury on the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. Imaging was provided. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: this is an evar endoleak embolization. The physician tried to adjust the angle of the catheter together with coil, he found that the coil could not be pushed out nor drawn back. Finally, the coil was detached in the catheter and the whole catheter together with the coil was drawn back and a new coil was used. No impact/injury on the patient.